Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier: (B)(4). The complaint device was returned. The reported guide wire separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history database identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following information was received: no resistance was felt between the balloon catheter and the whisper guide wire during advancement.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. During use a whisper guide wire was advanced toward the target lesion without issue; an attempt was made to advance a balloon catheter over the guide wire and the guide wire tip separated. No resistance was noted during removal of the guide wire. The broken portion of the wire was removed using a snare. No additional treatment was performed as the case ended at that time. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.